Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a review of reports for this pacemaker. The hcp was wondering why there was no duration listed. Ts reviewed the data and could not conclusively determine why the duration was not listed. Ts also noted this pacemaker exhibited undersensing of atrial fibrillation (af). Ts recommended reprogramming options. This pacemaker remains in service and no adverse patient effects were reported.